Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor was break and wire part was not there. The customer¿s blood glucose level was 124 mg/dl. The customer stated that introducer needle was hard remove form the body. The customer was reporting the sensor or needle fractured into the body. The device will be returned for the analysis.

Manufacturer narrative:
Inspected one opened/used sensor partial and found sensor cannula retracted inside sensor base. No broken parts or missing parts were observed during analysis. Customer did not returned insertion needle.